Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The patient was checked by representative and it was found that the patient was in heart block with an escape rhythm approximately thirty five beats per minute. The patient was symptomatic but otherwise fine. A chest x-ray was performed and it was confirmed that the rv lead looked to be in the same location. The patient was admitted. The patient was checked two days later and the pacing threshold was normal. The device was reprogrammed and the patient was released. This rv lead remains in service. No additional adverse patient effects were reported.